Event description:
Reporter indicated via clinical notes that a pt developed wound breakdown at the vns generator site without infection after initial vns implant surgery. The wound breakdown was due to the pt picking at the incision site. No interventions were performed and the incision site healed normally.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.